Event description:
It was reported that during procedure, when the leads were connected to the device, noise was observed. The noise was able to be reproduced. The device was not implanted and was replaced.

Manufacturer narrative:
(B)(4). The reported noise was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.